Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. An infusion set change was performed and the occlusion alarms continued the following day. Troubleshooting was performed and the occlusion was found within the cartridge. A supply change was performed to address the occlusions. Customer's blood glucose level was 255 mg/dl.